Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. No sample was returned. On the basis of the photo provided for evaluation, the reported failure to advance the system over the guide wire could not be reproduced. The images are showing the stent completely loaded in the delivery system with the safety clip in place and no guide wire inserted into the system. As no sample was provided, a patency test could not be performed. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. Improper flushing of the device may contribute to this type of event. A hydrophilic-coated guide wire can become stuck in the system if not kept wet throughout use. The use of an inappropriately sized or damaged guide wire also may be a contributing factor to the reported event. In this case, no information regarding the preparation of the device or the accessories used was provided. On the basis of the information available and the photo provided, a definite root cause for the reported event could not be determined. The IFU states: "prior to inserting the delivery catheter over the guidewire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter." And "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." In addition, the IFU indicates that the bard e-luminexx vascular stent is only compatible with a 0.035" (0.89 mm) guide wire.

Event description:
It was reported that the delivery system failed to be advanced over a guide wire. Reportedly, the procedure was completed with another device. There was no reported patient involvement.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient or procedural details to bard. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the delivery system failed to be advanced over a guide wire. Reportedly, the procedure was completed with another device. There was no reported patient involvement.